Manufacturer narrative:
For the two events that had ongoing investigations, the investigation did not identify a product problem. The cause of the events could not be determined. For one event, the field service engineer (fse) adjusted the sample probe and performed testing that was acceptable . For one event, there was no follow up action.

Manufacturer narrative:
For one event, the investigation did not identify a product problem. The cause of the event could not be determined. For six events, the investigation determined the issue was resolved by the service actions. For two events, the investigation is ongoing. For one event, the field service representative (fse) found a crimped vacuum line for the acid wash nozzle and a blocked nozzle. He replaced the nozzle and rerouted the vacuum tubing. For one event, the fse adjusted the gear pump pressure, replaced and adjusted the sample probe, and adjusted the rinse bath. For one event, the fse changed and adjusted the sample probe and checked and cleaned the rinse station. For one event, the fse checked the system, made adjustments, and changed the sample syringe assembly. For one event, the fes corrected the sample position for micro-cups. For one event, the fse adjusted the gear pump pressure. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial no cont'd: (B)(4).

Event description:
This report summarizes <noe>9</noe> malfunction events. Questionable non-reproducible results were generated by the cobas c502 analyzer. The events involved a total of 37 patients with the following: 1- vanc3 vancomycin, 3-ca2 calcium gen.2, 1-altl alanine aminotransferase, 2-crep2 creatinine plus ver.2, 2-igg-2 tina-quant igg gen.2, 1-astl aspartate aminotransferase, 1-bilt3 bilirubin total gen.3, 1-ua2 uric acid ver.2, 1-phos2 phosphate (inorganic) ver.2, 24-a1c-2 tina-quant hemoglobin a1c gen.2. The known patient's age was (B)(6) years. The known patient gender was female.